Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. The helix extended and retracted within product specification.

Event description:
It was reported that during the initial implant, the lead's helix did not extend and the physician was unable to fix into the heart. However, it was also noted that the helix was able to deploy when the lead helix was removed from the patient. The lead was removed and replaced. No patient complications were reported as a result of this event.